Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh removal and cystourethroscopy on (B)(6) 2012. It was reported that the patient underwent revision of mid-urethral mesh with removal of mesh material and cystourethroscopy on (B)(6) 2013 due to exposed vaginal mesh status post mesh implantation. (B)(4) - mesh exposure.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.